Event description:
During preparation of the device for cardiopulmonary bypass, the user reported that there was a bpm failure during boot up. The error message received was f0a1. An alternate device was deployed. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.